Manufacturer narrative:
The device was returned to the MFR for investigation. According to the investigation results, the complaint that the device was heating up was confirmed. Corrosion was noted inside the handpiece. The rotor bearings and shaft were replaced as well as cleaning, lubing and adjusting the device.

Event description:
It was reported that the device was heating up. The condition of the device was discovered prior to pt involvement. There were no adverse consequences associated with this event.